Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implantation of the ovation ix abdominal stent graft system on (B)(6) 2020. On march 4, 2024, the physician reported a potential migration of the main body. Following a comprehensive clinical review of the computed tomography (CT) scan, an endoleak type ia was identified. However, upon examination of the images, it was determined that the device had not migrated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix confirms the ovation ix type ia endoleak complaint. This is consistent with the reported adverse event/incident. The device was implanted in a suboptimal position, with the mid-crowns laying across the lowest right renal artery and the sealing ring placed 21 mm below the right renal artery at the index. This could have contributed to the reported events but cannot be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-related aspects of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem ¿ updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implantation of the ovation ix abdominal stent graft system on (B)(6) 2020. On (B)(6) 2024, the physician reported a potential migration of the main body. Following a comprehensive clinical review of the computed tomography (CT) scan, an endoleak type ia was identified. However, upon examination of the images, it was determined that the device had not migrated. The physician plans to use a (non-endologix) cook extension to address the issue, with consideration given to the diameter to avoid complications.